Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a "baggy" outer jacket on the patient¿s driveline was confirmed based on the submitted photographs. Although a specific cause for this finding could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue. Furthermore, an analysis of the log file provided by the account confirmed slight power and flow elevations; however, a specific cause for these findings could not be conclusively determined. The submitted photographs captured twisting in the outer jacket resulting in bunching of the silicone material; however, no damage (cuts, holes, tears, etc.) Was observed. The submitted log file contained relevant events from 03may2023 through 20jun2023. The file captured two transient elevations in power and flow from the patient's baseline on 29may2023 and 14jun2023. No other notable events or alarms were observed. The pump appeared to function as intended throughout the duration of the file. The account later communicated that they decided not to apply rescue tape and would just monitor the driveline for the time being. In addition, they were unsure of the cause of the elevated power and flow. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction,¿ addresses all pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings sections 6 and 8 of the IFU and sections 4 and 6 of the patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as how to respond to such events. These documents instruct the user to check the driveline daily for signs of damage. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a baggy outer layer on the driveline. There were no alarms or changes. The damage appeared to be due to regular fatigue/wear. The log files should elevations in power and flow during the time of the log files, as well as a backup battery fault on (B)(4)2023.